Event description:
Additional information received reported that the situation was resolved and there was no further information available.

Event description:
It was reported that the pt experienced a "surging sensation" and that while the implantable neurostimulator (ins) was turned on the ins would not provide stimulation. It was noted that the pt used a motor scooter and that the scooter could be the source of the issue with the lack of stimulation. No other pt symptoms were reported.

Manufacturer narrative:
(B)(4).